Event description:
63 yo with dm2(diabetes mellitus type 02), hypertension and dyslipidemia and cad (coronary artery disease) s/p mi complicated by bradycardia/vf and cardiogenic shock s/p e-CPR (extracorporeal cardiopulmonary resuscitation) (25f rfv/19f lfa) and iabp (intra-aortic balloon pump). Coronary angiography showed severe triple-vessel disease s/p pci (status post percutaneous coronary intervention) with des (drug-eluting stent) of the plad, mlcx, om1, mrca and rpla (proximal left anterior descending artery, mid-left circumflex artery and right posterior lateral artery) (with mlad, dlad, om2 and prca to be staged depending on progress). He subsequently had heartmate 3 lvad (B)(6) 2020. CT cardiac morphology (B)(6) 2024 raised concern for heartmate 3 lvad outflow graft thrombosis; subsequent (B)(6) 2024 showed good hemodynamics. Repeat CT cardiac morphology (B)(6) 2024 was unchanged. He was seen on (B)(6) and endorsed nyha iii symptoms. He was set up for urgent rhc and CT morphology which he presented for today. Rhc (right heart catheterization) today revealed elevated filling pressures and cardiogenic shock (pcwp 20, ra 19, ci 1.5 by fick). Admitted for further management. He was hemodynamically reconstituted and went to surgery on (B)(6) 2024 to release outflow graft obstruction. A left thoracotomy was done in the 5th intercostal space. The hm3 pump head was identified, and the outflow graft was dissected. A 2 cm rib resection (6th) was done to improve exposure. The bend-relief graft was opened, and biodebris/thrombus material was extracted. The outflow graft was intact. Partial improvement of his hm3 flows were seen in the operating room. This was a complex operation that took longer than usual due to anatomical and technical difficulties. He did well in the postoperative period. Patient was discharged on (B)(6) 2024.